Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
On (B)(6) 2016- it was reported per ms&s from a caregiver that their patient has had an aspira pleural drainage catheter for one year. It was said that the catheter was not draining properly and that the valve "fell" off and fluid went "all over the place". Reportedly, when the caregiver got back to the patient's home the next day, the valve had been reattached but she could hear an air leak. It is unclear who attached or how it was reattached. The caregiver was unsure if another caretaker had occluded the catheter with the slide clamp when the valve came off. The caregiver stated that the valve did not appear to be sunken. The patient has an appointment with their doctor on (B)(6) 2016, and the caregiver will try to have the valve with her for that appointment.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaints that the catheter was not draining and leaking could not be verified with the sample that was returned for investigation. One aspira valve was received with a 22.4cm segment of drainage catheter attached to the stem on the valve housing. No occlusions were visible within the tubing or valve. A functional test revealed that the catheter and valve were patent to infusion. No obstructions or restrictions were noted in the catheter. The drainage catheter was pressurized with water, but no leaks were noted. A simulation of the drainage showed no obstructions or restrictions to the fluid flow. With the valve closed, no leaks were observed. The tubing and the stem at the distal end of the valve housing were within dimensional specification. A note in the product IFU states, ¿once the catheter and valve assembly are connected, they cannot be removed and reused. To replace valve assembly, trim catheter below the valve assembly and attach a new assembly to ensure a secure connection.¿ it is unknown if any complications associated with the clinical setting affected the functional performance of the returned device. At this time, based on the evidence provided with the returned sample, the reported events could not be verified.

Event description:
Per email received 3/21/2016 from rn caring for patient at home: the family has a caregiver that is with client about 3-4 hours a day. She drains the bag twice a week. The drain had been very slow for the 2 weeks prior to the valve falling off. Client is encouraged to walk and change positions to get drainage to flow. Caregiver stated that the "white tip" just fell off. Prior to it falling off, caregiver stated she could hear air leaking when bag was connected where tubing and valve connected. She did clamp the tubing and reconnect the valve after it was cleansed with alcohol. She states that fluid flowed freely from the tube. Patient experienced no signs or symptoms of infection or respiratory distress. The doctor was called and the patient was given the first available appointment for (B)(6) 2016. Client is forgetful and family did not want her going to ER unless symptomatic because she becomes confused in the hospital. The doctor did cut tubing and replace valve. Client is doing fine. She has had no signs or symptoms of infection.